Event description:
Patient presented to the physician on (B)(6) 2022 with a hematoma at the chest incision. Physician brought the patient into the operating room and evacuated the hematoma and placed patient on chronic anticoagulant therapy.